Event description:
It was reported that one day post implant, the patient presented for a defibrillation threshold (dft) test and was unsuccessful due to undersensing. It was noted that at the end of the implant procedure, the sensing was at normal range, and apparently, the patient went into ventricular tachycardia (vt) during the procedure. On (B)(6) 2023, the right ventricular (rv) lead was repositioned. A dft test was performed and was successful. There were no adverse health consequences, the patient was stable.